Event description:
The manufacturer received information alleging a bipap a40 pro device turned off automatically without any alarms. Upon further review, this complaint has been deemed as a reportable event. There was no harm or injury alleged. The device has yet to be returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. The bipap a40 pro (eex3100s19) is substantially similar to the bipap a40 and will be reported in the united states under bipap a40, k121623.